Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. D3, g1, and g2 email is: (B)(6) . Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening the device was missing a connector in the product. There was no patient involved, no harm or injury.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory. Responses@icumed.com. Device evaluation: the returned device is a supplied item. A photo was provided and showed the package had already been opened, the investigation was unable to determine exactly when or how the component became missing. The supplier has investigated their control measurement during production, a device history record (DHR) review and retained samples, no abnormality found. No action was taken as the complaint could not be confirmed with confidence.

Event description:
Additional information received via email. The customer informed that the correct lot number regarding the event reported was 19100880.